Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the aortopulmonary collaterals using a lantern delivery microcatheter (lantern), pod packing coils (pod pc), ruby coil lps, ruby coils, and a non-penumbra diagnostic catheter. During the procedure, the physician attempted to advance the lantern into the diagnostic catheter; however, the physician experienced resistance and the lantern would not advance more than few millimeters into the diagnostic catheter. Therefore, the lantern was removed and a non-penumbra microcatheter was advanced through the diagnostic catheter. The physician then placed a few ruby coils in the target location. Next, the physician advanced the pod pc into the target location; however, while attempting to reposition the pod pc, the pod pc unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed and the pod pc was flushed out on the back table. The physician then used the same microcatheter and placed another pod pc successfully. The physician then used another non-penumbra microcatheter to advance the ruby coil lps. While attempting to advance the ruby coil lp into the microcatheter, the ruby coil lp would not advance past its initial position within its introducer sheath. The physician then removed the ruby coil lp and attempted to advance the ruby coil lp on the back table; however, the ruby coil lp still would not advance past its initial position. Therefore, the ruby coil lp was not used. The procedure was completed using a new ruby coil lp, the same microcatheter and the same diagnostic catheter. There was no report of an adverse effect to the patient.